Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The helix was distorted/bent. There was blood in/on the helix mechanism. The lead was damaged at implant. (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed). The lead was damaged at implant.

Event description:
It was reported that during the right atrial lead implant, the lead dislodged multiple times. It was further reported that during the implant of the left ventricular lead, the physician chose to use a different lead for greater stability. Both leads were removed and replaced. No patient complications have been reported as a result of this event.